Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers h13b04045 and h13e02083 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(6).

Event description:
This is report 3 of 3 involved in this event. It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt was treated for the peritonitis with vancomycin and levaquin (doses, frequencies and routes not reported). Twenty two days prior to the receipt of this report, the pt was discharged from the hospital, the peritonitis had resolved and the pt was recovered. Additional information was requested but is not available.